Event description:
The customer returned the gastrointestinal videoscope to olympus for a routine maintenance. There were no reports of device issue or reports of patient harm. During the device evaluation, it was found that the lg (light guide) lens had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: grip had a scratch, switch box had a scratch, air/water cylinder had no color, suction cylinder had no color, guide pin of electrical connector was shaved, water tightness was lost, electrical connector had corrosion due to water leakage, and due to wear of angle wire, the play of up/down knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from electrical connector guide pin. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.